Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to a mainboard malfunction. Additional findings include the following: the image displayed is flickering intermittently when 190 series scopes were connected due to a defective printed circuit board, contact pins on the circuit board flex cable and printed circuit board flex cable were corroded, the video connector unit's lock/release lever is faulty, internal screws and nuts were found loose, and spacers were missing, rear panel is corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) an error b40 in the evis exera iii video system center. The issue was found during maintenance, and there was no procedural involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the error b40 likely occurred due to faulty main board. The displayed image intermittently flickers when a 190 series scope is connected due to faulty printed circuit board. For the internal screws and nuts loose and missing spacer no probable cause was found. Olympus will continue to monitor field performance for this device.